Event description:
The customer contact reported that the pump did not sound an audible alarm tone. The device was returned to the biomedical department with an unsigned note that stated, "I'm mute." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.